Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged to experience hospitalization,disability/permanent damage,other serious. There was no medical intervention required by the patient. The reported event of serious injury and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. The manufacturer missed to capture section d4 in previous report. It has been updated in this report. The manufacturer missed to capture section h4-device manufacture date in previous report. It has been updated in this report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on may 08, 2023 and section h11 should be reported as: the manufacturer previously received voluntary medwatch (mw5103454) information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop pneumonia. The medical intervention that the patient received in response to the reported event is currently unknown the device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop pneumonia. The medical intervention that the patient received in response to the reported event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.